Event description:
As stated by the customer 2010-(B)(6): it is reported that while client was being transferred from bed to chair, the boom collapsed and the client fell to the floor. It is reported via niaic that the pin on the rear linkage was dislodged. No further information was available as both customer contacts unavailable. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. Track wise ID.